Manufacturer narrative:
Update: troubleshooting could not be performed, because the customer had since changed out all supplies. There was no further mention of the pump feeling warm when placed against the skin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated this morning at 364mg/dl. Customer corrected via insulin pen injection, however the elevated bg level remained high at 360mg/dl. It was also mentioned that the pump was warm when placed against the skin. Troubleshooting could not be completed at the time of the call, as customer's contact was the caller, and customer/pump were not available at the time. Contact indicated that they would troubleshoot at a later time when the customer was present.